Event description:
After surgery repair of a descending thoracic aortic aneurysm, a quarter-sized burn mark was noticed just next to the location of the esu return electrode. There was no burn noted directly underneath the electrode. Reporting nurse felt that a burn like this occurs when the surgeon fails to place the active electrode in the holder, and accidentally activates when it is next to exposed skin. The holder does not deactivate the electrode but prevents the active electrode from coming into contact with things it can burn. The burn was "minor" and therefore did not require follow-up. Education for those using a surgical field may help to prevent an incident like this in the future. No further information on the model number of this device is available.